Manufacturer narrative:
Physio-control is continuing to investigate the issue.

Event description:
Physio control is investigating intermittent no-voice failures of device speakers on the production line.